Event description:
Additional information: a portion of the initial broken catheter could not be removed readily during replacement surgery and this retained piece of catheter was what leaked cerebrospinal spinal fluid (csf). The catheter segment was removed and the patient recovered.

Event description:
Additional information reported that the patient had leaked cerebrospinal fluid due to the catheter break. The device system was used to deliver fentanyl and bupivacaine. The patient outcome was unknown at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider reported the catheter was "broke" on the left side. The catheter was replaced. The hcp reported it still leaked and "caused a loss of function". The patient was taken back into surgery and they found a piece of retained catheter and removed it. A new system was implanted.

Manufacturer narrative:
Catheter: model # 8703w, lot # 8703w, implanted on: unknown explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4)